Manufacturer narrative:
Control: 20miu/ml hcg urine lot: hcg121115-01, 210.6iu/ml hcg urine lot: hcg120910-02, 229.9iu/ml hcg urine lot: hcg120910-03, 280.1iu/ml hcg urine lot: hcg120926-04. Summary of results: the retention devices meet qc specification. Details as below: the 20miu/ml hcg urine control yielded correct positive results with retention devices at 3 minutes (n=15). The 229.9iu/ml hcg urine control yielded clearly positive results with retention devices at 3 minutes (n=5). The 280.1iu/ml hcg urine control yielded clearly positive results with retention devices at 3 minutes (n=4). The 210.6iu/ml hcg urine control yielded clearly positive results with retention devices at 3 minutes (n=5). Conclusion: from retain testing with in-house control, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer complaint was not replicated in-house with retention devices. Retention devices were tested with cut off and high hcg urine samples. All results met qc specification. No false negative results were obtained. Mfg batch record review did not uncover any abnormalities. Pt's serum sample was reported to be quantified at >9 miu/ml (exact concentration unk) and hcg levels in urine are usually lower then in serum. In this case, it is possible that the pt's hcg concentration in urine was lower than cut off (20miu/ml) and lead to negative results at 3 minutes read time. Per pi, "because of the high sensitivity of this test, results should be read between 3 and 5 minutes only. A result seen after these times could be indicative of a low hcg level in the sample." Root cause could not be determined without pts' sample analysis in-house. To date, one complaint has been reported against this lot. No corrective action required at this time as no product deficiency was established.

Event description:
Caller reported potential false negative urine hcg result with pss consult hcg urine cassette 25t vs. Serum quantitative test. A (B)(6) female pt visited the doctor's office for continuous nausea and vomiting over the last ten days. Observed a negative result at three minute read time when pt's urine was tested using the pss consult hcg urine cassette test. The urine test was negative at three minutes and a faint positive at about seven minutes. A serum test was performed with a result >9miu/ml (exact value not provided). Caller was not able to provide any further info.